Event description:
It was reported to boston scientific corporation in 2008 that a button replacement gastrostomy device was used about ten days prior. According to the complainant, "a leak was noted at the cap one week after placement, with nutrition leaking onto the surface of the body." Reportedly, the procedure was completed with another button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.